Event description:
The rptr did back to back blood glucose testing and got results of 145 and 375 mg/dl. Tests ere done within 10 mins, using separate fingersticks, there were no symptoms. Due to unavailability of needed supplies, the rptr did not perform control solution testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8